Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The blood glucose level of customer was over 400mg/. It was unknown that whether the auto mode feature was active at the time of incident. Insulin pump had insulin flow block alarm and needle was bent. The insulin flow block alarm did not occur during fill tubing. Insulin pump passed self test and displacement test. Customer refused to perform high pressure test. The insulin pump will not be returned for analysis.